Event description:
Inbound; patient stated cadd legacy pump alarming, no disposable pump won't run. Stated this pump was arrived in the past 10 days. Tonight, the pump and cassette needed to be changed when the alarm started. The reservoir number was 17.6 milliliters and pump rate was 42 milliliters per day. Patient had switched to second pump and new cassette since it had been 48 hours. The pump serial number was (B)(4), cassette lot number for new cassette that was mixed tonight was 4096351. No further details provided.